Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
The patient reported that the ok keypad button requires several presses to obtain a response. She noted that the ok button feels depressed and does not click. The patient confirmed that the keypad is intact; and denied exposing the pump to water and cleaning products.